Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image on the monitor from the digital visual interface (dvi) port due to a faulty video printed circuit board. In addition, all light emitting diodes (leds) on the front panel were continuously glowing due to faulty printed circuit boards. An error e-110 (optical filter error) was displaying on the monitor due to a faulty filter repair unit. Service also found the following issues: from other ports, the image was flickering intermittently, but the image was visible, due to a faulty printed circuit board. The clock was resetting automatically and error e-310 was displaying on the monitor due to the keyboard not responding, which was caused by a faulty printed circuit board. Narrow band imaging (nbi) was not functioning, and error 212 was displaying on the monitor due to printed circuit board failures. The video connector socket was loose, causing noise and lines on the image. Rust and corrosion were observed on the usb holder, memory bracket, fan bracket, board base, and power supply unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the video system center did not display an image. There was no report of patient harm or user injury due to the event.

Manufacturer narrative:
This report is supplemented to provide the following additional information from the user: - the intended procedure was postponed until the next day. - the user replaced the subject device to another similar device and completed the procedure (the diagnostic upper gastrointestinal (ugi) endoscopy procedure). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty circuit boards and filter repair unit cannot be specific. Olympus will continue to monitor field performance for this device.